Manufacturer narrative:
(B)(4)

Event description:
It was reported that noise was observed on the rv lead. The noise could not be reproduced with provocative testing. Programming changes were recommended. No further information available.